Event description:
In 2007, an 18 fr gore introducer sheath was inserted into the left external iliac artery, but the sheath could not be advanced. The patient was converted to open surgical repair. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
The device was discarded by the facility.